Manufacturer narrative:
The customer retracted their report as they had used the incorrect device number to report the issue.

Event description:
It has been reported that the device is failing self-test.